Event description:
Per additional information received from an x-ray review performed by the medical director; it was determined that the fracture demonstrates delayed healing. This report is for 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: on (B)(6) 2013, it was reported that the patient suffered an accident which resulted in an open fracture of the forearm among other injuries, scaphoid and femur fractures. On (B)(6) 2013, the patient was operated on and inserted with two titanium locking compression plates with twelve holes. On (B)(6) 2013, the patient became unbalanced and fell onto the grass. As a result the locking compression plate system was bent almost to ninety degrees. On (B)(6) 2013, the patient suffered another surgical intervention that bent the locking compression plates which were removed and the patient was inserted with two new locking compression plates with ten holes. This second surgery took approximately three to four hours. X-rays and photos were taken before and after both surgeries. This report is for 2 of 2 complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis additional narrative: additional information: x-ray review. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. An evaluation was performed on the returned device. The given information is clearly indicating that the plate was bent during this incident. Reviewing the manufacturing and material document shows no deviation to the specification was found. The article conforms to our specifications and no product fault could be found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.